Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the physician broke the coil during preparation while removing the coil from the hoop. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported coil break cannot be determined.

Event description:
It was reported that the physician broke the coil during preparation while removing the coil from the hoop. There was no patient involvement.